Manufacturer narrative:
Title: does tumor size influence the outcome of laparoscopic distal pancreatectomy? Source: © 2019 international hepato-pancreato-biliary association inc. Published by elsevier ltd. Hpb 2020, 22, 1280¿1287 accepted: 24 november 2019. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
According to the literature, a retrospective analysis of a prospectively collected patient database evaluated the influence of tumor size on the surgical outcomes of patients undergoing laparoscopic distal pancreatectomy between april 1997 and february 2017. It was noted that a ligasure was the main dissection instrument. There were 422 patients included in the study and post-operative complications included: severe blood loss (35), iatrogenic injury of adjacent organs and structures (6) and pneumothorax (1). It was noted that conversion to laparotomy was required in 9 of these patients. Does tumor size influence the outcome of laparoscopic distal pancreatectomy? Airazat m. Kazaryan, 24 november 2019.